Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unk), but the display blanked out during transport of the pt. The medics continued monitoring the pt's heart rhythm using the device recorder. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.